Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, while the patient was sleeping, they experienced seizures. The cgm at that time showed sensor failed; there was no mention of alerts. They checked the bg reading and it was at 45 mg/dl. The nurse then put sugar on the patient¿s mouth. A nurse from the facility called 911. When the paramedics arrived, they gave medication via intravenous (IV) fluids and took the patient to the hospital. When they arrived at the hospital the cgm reading was at 30 mg/dl. The IV given by the paramedics was still on the patient, no other medication or treatment was administered to the patient. Her glucose was checked and was 109 mg/dl. The patient was discharged a few hours later. At the time of the report the patient was fine. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.